Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 455 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The symptoms was unknown. It was unknown the auto mode feature was active or not at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The customer was reporting an issue during priming process. The customer will discontinue the use of device.